Event description:
Pt was complaining of syncope. A transtelephonic tracing showed ventricular non-capture. The pt was seen in the office and the lead impedance via programmer telemetry was low. The pacemaker was reprogrammed to unipolar mode. The dr felt that the lead needed to be changed.